Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The patient stated that they had an unrelated myelogram yesterday so they turned their stimulation off for a procedure and they also had an injection in their lower back. They turned the stimulation on today but felt tingling in their stomach when they were supposed to feel it in their back. The patient already tried changing groups to a, b, and c. On groups a and b they felt tingling in their stomach and with c they did not feel much but if they turned it up they felt it in their stomach. The patient was redirected to follow up with their healthcare professional (hcp) to check their device and possibly reprogram. No further complications were reported/are anticipated.